Event description:
It was reported that upon interrogation, a low battery longevity measurement was observed. However, the physician does not believe this is a true value. Patient is in good condition and will continue to be monitored.